Event description:
Wbc of 3,870/ul, hemoglobin (hgb) of 7.89 g/dl, rbc of 2.7 x 10e6/ul, and a hct of 24.9%. The sample had wbc differential flags and pic/poc delta. The sample was repeated on the same analyzer about 7 hours later with a wbc of 10,200/ul, hgb of 16.1 g/dl, and rbc of 5.1 x 10e6/ul. A new sample was drawn from the pt and was run on another cell-dyn analyzer with a wbc of 10,400/ul, rbc of 4.29 x 10e6/ul, and hgb of 14.2 g/dl. The account stated that there was no impact to pt management.